Event description:
A hospital in (B)(6) reported an issue with three infant nasal cannulas, two bc2425-20 and one bc2745-20, turning hard while in use on a patient. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported an issue with three infant nasal cannulas, two bc2425-20 and one bc2745-20, turning hard while in use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The two bc2425-20 complaint devices are en route to fisher & paykel healthcare (B)(4). We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The bc2745 and bc2425 oxygen therapy nasal cannulas are manufactured by (B)(4), for fisher & paykel healthcare. Method: the complaint bc2745 and one of the complaint bc2425 nasal cannulas were returned to fph (B)(4) for inspection. Our analysis is based on the results of our investigation, and information that we received both from the hospital and (B)(4). Results: a visual inspection revealed that the prongs of both returned nasal cannulas were hardened and slightly discoloured, being yellowish in colour. The hospital was unable to confirm how long the cannulas had been in use on the patients, or whether it was longer than the recommended maximum usage period of seven days. A lot check was not performed as no lot information was provided. Conclusion: the manufacturer of the cannulas, (B)(4), has commented from their findings concerning a similar complaint that "natural secretions in the nasal cavity are acidic, similar to oil on the skin. The acidity can cause yellowing and hardening over time". (B)(4) further commented that they are of the opinion that the hardening observed in the complaint devices is related to ointment applied to the infant's skin during therapy and have recommended the use of ointments such as ayr nasal saline gel, which is produced specifically for CPAP therapies. Our user instructions that accompany the bc2425 neonatal oxygen therapy nasal cannula provide a warning: "this product is recommended to be used for a maximum of 7 days." We have only received one other complaint of this nature involving an oxygen therapy nasal cannula.